Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv pacing impedance alert was turned off and the physician will rely on lia alerts to monitor the lead.

Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the d evice memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant products: etlw1616c156e stent graft, implanted (B)(6) 2013; etbf3216c166e stent graft, implanted (B)(6) 2013; etlw1620c93e stent graft, implanted (B)(6) 2013.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high impedance, and varying impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.